Manufacturer narrative:
After passing functional and safety testing, the device was returned to service at the customer facility.

Event description:
It was reported that during a surgical procedure at the user facility, the smoke evacuator of the device stopped working. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.